Event description:
Ous MDR - it was reported that, 47 months after the implantation, oversensing of the rv lead with detection in the vf zone and charging of the capacitor was noted. No inappropriate shock delivery took place. The pace/sense part of the led was closed off with a blind cap, and a new brady lead was implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing iegm data. The available iegm data confirm the complaint and show artifacts in the ra and the rv channel, which led to the detection of vf episodes and an aborted shock delivery. The defect cause could, however, not be determined since this would require the analysis of the lead itself. X-ray images or other supplementing data, such as impedance trends, were not available for analysis. If any additional relevant information or the device itself should be available, please send this also to us. The incident will then be updated accordingly.